Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise on the right ventricular (rv) lead which resulted in non-sustained right ventricular oversensing (nsrvo). No intervention has been taken and the patient was stable and will continue to be monitored.